Event description:
Boston scientific crm received information that this right atrial (ra) 4136 lead dislodged one hour post implant. A lead revision was scheduled, however, the patient expired of non-cardiac causes. No further information is available. This lead has not been returned and boston scientific crm can not confirm the clinical observation. No additional information is available at this time. If additional information becomes available, this event will be updated.